Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that on (B)(6) 2019 the patient presented with international normalized ratio (inr) of 5.6 and coumadin was stopped. The patient threw up blood on (B)(6) 2019 and was admitted. An endoscopy was performed (B)(6) 2019 and found the source of bleed to be fundus. The patient was on anticoagulation regimen of no aspirin with inr 1.5-2.5. As of (B)(6) 2019, coumadin was restarted, and the bleeding site was clipped. The plan was to continue to monitor patient. No further information was provided.